Event description:
Customer alleged a patient got their head stuck in the left head siderail. It was reported that the head section of the bed was at a 45 degree angle which caused the siderail pad to slide down, this exposed an opening in the siderail. There was no injury reported. The hill-rom field technician reported the bed functioned properly.